Event description:
I had the essure coils placed in 2010, and slowly over these years I started having heavier periods and frequent bleeding episodes, severe abdominal pain, bi issues, cramping and severe morning sicknesses. Prior to the surgery of these coils, I specifically asked my doctor if they contained nickel due to me and family be allergic and informed that they didn't have any in them. So I believed him. Now come to find out that my ob/gyn confesses after all these years of me coming to him for the same increasing pains and bleedings, that "they" were misled about the about of nickel involved. So he gave me ablation to "fix" this, well it failed and now I am in such serious pain and still bleeding. So now after almost 6 years now, I now have to have a hysterectomy. This can and his destroyed my quality of life not only for me but my family after years of pain and being sick all the time. I could very well have a toxicity now, because my mother was the same way with her knee replacement and we almost lost her from nickel in the dupont hardware. I am seeking means as a removal and a complaint to have this removed from use and I want something done for the issues I have suffered from all these years. I feel like I am being burned with acid inside. I need to be heard from the faulty coils and now a life time of pain and suffering after having trust in FDA approved product that has filed inside me and now is eating me from the inside out.